Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient came to the emergency room with back pain. A CT was done and revealed a ruptured aneurysm from a type iii endoleak from the aneurx contralateral limb. The limb had fractured and caused the endoleak. The patient was taken to the operating room and the physician relined the limb with a 16/16/82 and a 16/16/93 endurant stent grafts. A 16/28/124 endurant stent graft was also used to extend the limb due dilation of the distal common iliac artery. The final angio showed the endoleak was resolved. The physician stated the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.